Manufacturer narrative:
Patient information was not made available from the site. On 04/07/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 04/21/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a posterior spinal fusion procedure, an imaging system spin was taken, the surgeon placed the screw on the left side of the t1 accurately. The surgeon then moved to the right side, however, alleged a 1-2 millimeter inaccuracy in the medial direction. The surgeon was using a cranial frame, attached to mayfield for this procedure. The surgeon opted to continue and placed the screw without navigation. The surgeon completed the procedure without the use of the navigation system. A confirmation spin at the end of the procedure showed accurate screw placement. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Patient information now provided. Patient identifier field not sufficient to hold all digits, should read: (B)(6).